Event description:
On (B)(6) 2025, a patient underwent a computed tomography guide pelvic abscess biopsy using the coaxial biopsy needle. During the procedure, it was reported that the needle allegedly broke at 4 cm. The 8cm needle piece remained inside the patient and required surgical intervention to remove. However, the current patient status unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography guided pelvic abscess biopsy using the coaxial biopsy needle. During the procedure, it was reported that the needle allegedly broke at 4 cm. The 8cm needle piece remained inside the patient and required surgical intervention to remove. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one truguide coaxial cannula in three segments was received for evaluation. Upon visual and microscopic evaluation, the truguide coaxial cannula appeared to have blood residue throughout. The distal end of the attached cannula segment appeared to be compressed. The second cannula segment was returned. The proximal end of the second cannula segment appeared to be compressed. The distal end of the second cannula segment appeared to be compressed. Multiple breaks were noted to the truguide needle. The proximal end of the third needle segment was noted to be pinched. Due to the break, no functional testing was performed. Therefore, the investigation is confirmed for the reported break issue as multiple breaks were noted to the truguide needle. And the investigation is confirmed for the identified improper or incorrect procedure or method as the device was used against the indication of use. A definitive root cause for the reported break issue is unknown and identified improper or incorrect procedure is determined to be use related. Labeling review: based on the provided information the usage of device is against the indications of use that is the customer used on the non-soft tissue, and it is determined to be use related issue, therefore a labeling review was performed. A review of the bard truguide disposable coaxial biopsy needle instructions for use (IFU ¿ baw1280500, rev. 5) determined the product labeling documentation is adequate. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.